Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. Upon investigation, there was heavy corrosion on the aux pca j2005 connector. The cause of the inability to power on was the heavy corrosion on pca connector j2005. The cause of the corrosion was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
During the investigation of monitor sn (B)(4) for an unrelated issue, a reportable problem was observed. The monitor was unable to power on.